Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that the patient felt pain and the device was ineffective. They had the device removed, but did not recall when this occurred. The issue was noted to be resolved without sequelae. The cause of the event was not provided. No device issues or further complications were reported or anticipated.